Manufacturer narrative:
The reported events of lead fracture, failure to capture, r-wave amplitude variation, high pacing impedance and difficulty attaching to connector sleeve were not confirmed. As received, a complete lead was returned in one piece and was returned without a connector sleeve. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The lead was able to be fully inserted and removed from the is4/df4 connector sleeve with no restriction. Dimensional analysis measurements of the molded connector were within specification.

Event description:
It was reported that during a procedure, the new right ventricular (rv) lead exhibited high pacing impedance and would not capture. The physician had difficulty attaching the df4 sleeve and it was suspected that it could have caused a fracture of the new rv lead. The new rv lead was not implanted and was replaced. The patient was stable.